Event description:
Boston scientific received information that one day post implant of this right ventricular (rv) lead, this patient experienced a pneumothorax. The patient was stabilized and no additional surgical intervention was required. The implant procedure was completed successfully with no further adverse patient effects reported. Additional information was reported that one day later, the patient died from cardiopulmonary arrest. The physician had no allegations against the lead or that it contributed to the patient's death.

Manufacturer narrative:
This lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.